Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include but are not limited to: norvasc 5mg; aspirin 81mg; lipitor 40mg; zestril 20mg; toprol xl 50mg; zoloft 50mg; flomax ).4mg; tylenol 500mg. A review of the manufacturing records for the device is being conducted. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent and aortogram to determine whether an endoleak was still present, and whether the potential leak was a type I or type ii. The physician determined that the leak was most likely a proximal type I endoleak, and elected to implant a gore® aortic extender component below the renal arteries. According to the physician, the endoleak "appeared to be better" post-implant. The patient tolerated the procedure. On (B)(6) 2018, the patient was treated for a proximal type 1 endoleak using a gore® aortic extender component reported to have been caused by disease progression in the proximal neck. The patient tolerated the procedure and the endoleak was reported to have resolved.

Manufacturer narrative:
B5, b6: additional/corrected information.

Event description:
On (B)(6), 2013, the patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2015, computed tomographic angiography reportedly identified a suspected proximal type I endoleak with slight enlargement of the aneurysmal sac (amount unknown). The cause of the endoleak was not known. On (B)(6), 2015, this patient underwent and aortogram to determine whether an endoleak was still present, and whether the potential leak was a type I or type ii. The physician determined that the leak was most likely a proximal type I endoleak, and elected to implant a gore® aortic extender component below the renal arteries. According to the physician, the endoleak "appeared to be better" post-implant. The maximum aneurysm diameter was reported to measured 60mm. The patient tolerated the procedure. On (B)(6), 2018, the patient was treated for a proximal type I endoleak using a gore® aortic extender component reported to have been caused by disease progression in the proximal neck. The patient tolerated the procedure and the endoleak was reported to have resolved.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.